Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, several attempts failed to fix the lead in the left ventricle. The lead was not used and physician attempted to implant another lead. However, the second lead could not be fixed either. When physician intended to implant a third lead, the patient¿s blood pressure dropped and the procedure was ended without implanting any lead. Malfunction on both of the leads was suspected. The patient is currently stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.